Manufacturer narrative:
Additional codes: annex f medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (j043339) could not be implanted after three attempts due to a lack of anchoring. The valve was therefore retrieved and replaced. The replacement valve (j004117) had three unsuccessful implanting attempts, as the valve kept dislodging into the left ventricular outflow tract (lvot) despite a position of 2mm implant depth at 80% deployment, which indicated a lack of anchoring. The valve and dcs were removed, and replaced with a non-medtronic valve (edwards sapien 3 ultra 23mm), which was successfully implanted. Per the physician, the evolut fx valve/technology was not the right valve for this patient. No additional adverse patient effects were reported. Additional information was received that the pre-implant balloon aortic valvuloplasty (bav) was not performed. Per the physician, the patient had paradoxical low flow, low gradient aortic stenosis, and was between a 26 millimeter (mm) and 29 mm valve for sizing. The deployment starting point was tried at the middle of the pigtail catheter and at the bottom of the pigtail catheter. A medtronic (confida) guidewire was used during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Image review: one static image was provided for review of the event. The patient¿s executive summary was not provided for anatomical review; however, a computed tomography (CT) image of the annulus was provided. Patient annulus perimeter measured 73.9mm with a perimeter derived diameter of 23.5mm, suggesting a 29mm evolut fx. For unknown reasons, the attempted valve size was a 26mm evolut. The undersized valve would explain the lack of anchoring reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; product ID l-evolutfx-2329 (lot: 0011966455); product type: 0195-heart valves. Product ID d-evolutfx-2329 (lot: 0011924363); product type: 0195-heart valves. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve (j043339) could not be implanted after three attempts due to a lack of anchoring. The valve was therefore retrieved and replaced. The replacement valve (j004117) had three unsuccessful implanting attempts, as the valve kept dislodging into the left ventricular outflow tract (lvot) despite a position of 2mm implant depth at 80% deployment, which indicated a lack of anchoring. The valve and dcs were removed, and replaced with a non-medtronic valve (edwards sapien 3 ultra 23mm), which was successfully implanted. Per the physician, the evolut fx valve/technology was not the right valve for this patient. No adverse patient effects were reported.

Event description:
Additional information was received that the pre-implant balloon aortic valvuloplasty (bav) was not performed. Per the physician, the patient had paradoxical low flow, low gradient aortic stenosis, and was between a 26 millimeter (mm) and 29 mm valve for sizing. The deployment starting point was tried at the middle of the pigtail catheter and at the bottom of the pigtail catheter. A medtronic (confida) guidewire was used during the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.